Manufacturer narrative:
H.6 investigation summary: a complaint of a pin hole in the tubing was received from the customer. A sample was returned for investigation. Through visual inspection, no defects or damages were observed on the set. No damage was observed on the packaging of the set. The sample was then primed, and a leak was noticed from the tubing above the third y-site. The customer complaint of damage was confirmed. A device history record review for model 2426-0500 lot number 22053226 was performed. The search showed that a total of (B)(4)units in 1 lot number were built on 31may2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The manufacturing plant was notified of this defect. An investigation was performed, and potential root causes were determined to be damage due to the cutting machine, operator jerking the tubing, tubing getting trapped in a workstation fixture, or damage during transportation/ storage. Since this lot was produced, changes were made to the production lines to limit potential damage during manufacturing. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement. H3 other text : see h.10.

Event description:
It was reported that the bd alaris pump module smartsite infusion set was damaged. The following information was provided by the initial reporter: and today had one with pin hole in tubing and packaging.